Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
On (B)(6) 2013, it was reported that the up button on the pt's infusion device had only been functioning intermittently for the past six weeks. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button.